Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the promus instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 6 months post implantation of three promus stents, two in the mid left anterior descending artery and one in the mid circumflex artery, the patient experienced angina and was found to have restenosis of one of the stents. Percutaneous coronary intervention was performed and on (B)(6) 2011, the patient was discharged to home. There was no additional information provided.

Event description:
Subsequent to the initial report, additional information was received reporting that the event was not in-stent restenosis. The event was unrelated to an abbott device. Balloon angioplasty was performed to treat a de novo lesion in the right posterior descending artery. There was no adverse sequela and one day post-procedure, the patient was discharged.